Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced needle bent event and introducer needle was hard to remove. No further information available